Event description:
The customer reported to olympus, that the evis lucera ultrasound gastrovideoscope encountered an image noise. It is unknown when the event occurred. There were no reports of patient harm associated with the event. Subsequently the device was returned to olympus for evaluation, and identified foreign matter was found on the forceps elevator. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, it was unknown when the foreign material was adhered to the elevator. The customer flushed the elevator wire channel with detergent solution. There were no abnormalities in the accessories used for reprocessing. The customer presoaked the endoscope in the detergent solution and brushed the forceps elevator. The device was returned to olympus for evaluation. The customer¿s allegation of image noise was not confirmed. Additionally, there was foreign matter attached to the forceps elevator wire. The following findings were also identified and are as follows: due to a pinhole on channel-tube, water tightness was lost. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down (u/d) knob was out of the standard value. Adhesive on bending section cover (a-rubber) was detached. Adhesive on a-rubber had a crack. Ultrasonic transducer had corrosion. Connecting tube was dirty. Connecting tube had a scratch. The switch button one had a scratch. And the objective lens had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was attributed to improper reprocessing and the foreign object could not be removed to physical damage of the device. The foreign object could not be determined. The root cause of this event was unable to be identified. This issue is addressed in the instructions for use (IFU): chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection and sterilization procedures also, the handling method of the product, we confirmed the contents of the instruction manual and found the description below: if the insertion or withdrawal of endo therapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endo therapy accessories with excessive force may damage the instrument channel or endo therapy accessories and could cause some parts to fall off and/or cause patient injury. Olympus will continue to monitor field performance for this device.